Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing. The smartpass feature was also disabled multiple times. Technical services (ts) reviewed the episodes and advised to investigate what was the patient doing at the time of the episodes. It was then mentioned the patient was standing by the pool and there was a pool pump nearby, however, it was turned off. The patient was seen in-clinic and there was significant noise recreated when the patient pushed their palms together. Ts confirmed this looks like myopotential noise. The physician decided to reprogram the device to avoid the possibility of inappropriate shocks in the future. The s-ICD system remains in service. No additional adverse patient effects were reported.